Manufacturer narrative:
Patient identifier complete entry = (B)(6). Phone complete entry = (B)(6). All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the instrument and determined the alinity pipettor probe to be the likely cause of the issue. Service replaced the r1 and r2 alinity pipettor probes which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for ai04723. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the alinity pipettor probes did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial ai04723, or the alinity pipettor probes was identified.

Event description:
The customer observed falsely elevated alinity I total ¿-hcg results for a patient sample. The following data was provided (per the alinity I total hcg package insert, interpretation of results: </= 5.00 miu/ml is negative, 25.00 miu/ml is positive, 5.00 miu/ml and 25.00 miu/ml is grayzone): sample ID (B)(6) initial result = 55.53 miu/ml, repeat = 18.37 miu/ml, repeat result on another instrument = <2.30 miu/ml, results after maintenance done to analyzer = <2.30 miu/ml, <2.30 miu/ml, <2.30 miu/ml no impact to patient management was reported.